Manufacturer narrative:
The fiber was returned to lumenis for examination. A visual inspection of the returned subject device by lumenis technical specialist concluded the root cause for the reported event to be improper handling of the fiber without patient contact either during the clinical procedure or unpacking/preparation in contradiction to the dfu: fiber broken due to excessive bending or exceeding the fiber tensile strength in contradiction to IFU. A review of product labeling confirmed that labeling did not contribute to the reported. A review of the risk analysis found event recurrence to be extremely remote and within statistical limits with low potential for complications to the patient. Lumenis risk analysis consider about (B)(4)cases of such burns of fiber per year; the reported event is within acceptable statistical limits of risk analysis. Lumenis confirmed with the local distributor that customers purchasing subject device fiber are trained to refrain from bending the fiber during use. Additionally, the distributor stated that end users are advised to not handle the device during deployment of laser energy.

Event description:
It was reported by a physician at a facility in the (B)(6) that the during a procedure in which a lumenis slimline 365 sis reusable fiber was deployed while the physician was "holding the fibre in a big loop" the fiber broke in half burning the physician's hand and grazing another staff member as well. The physician reported the incident to (B)(6) who forwarded the event report to lumenis for investigation. No patient harm was reported by the physician. No information regarding a report of serious injury or medical intervention to preclude permanent impairment was received.